Event description:
During routine replacement of mitrl valve, the physician placed the cor-knot device around the suture and followed the stature down to the valve. The device misfired, cutting the suture distally instead of proximally, causing the cor-knot to fall into the right ventricle. The mitral valve 7300tfx29mm was removed, causing significant damaged to the valve. A second mitral valve was opened and successfully sutured in using cor-knot 031082, lot #708724.